Event description:
It was reported that pump malfunction occurred without any notable events beforehand and displayed resettable malfunction code that was successfully cleared. There was no adverse impact to the customer's blood glucose level. Customer reset pump with assistance from technical support, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which had not happened after reset.